Manufacturer narrative:
G4:02nov2020. B4:05dec2020. The manufacturer's product service engineer (pse) was dispatched to the site and was able to confirm the customer's complaint. The pse replaced the unit's flow sensor to resolve the reported issue. The ventilator passed all testing and returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
Customer stated that unit had low tidal volume. The customer reported there was no patient involvement at the time the issue was discovered.